Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead pacing thresholds have risen significantly since implant with intermittent loss of capture (loc). The lead was electrically repositioned and remains in service. No adverse patient effects were reported.